Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. Patient got cardiac tamponade after the procedure at the ward. There was no post-op device malfunction. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Intervention provided was surgical fenestration. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. A smartablate generator was used for the case. A transseptal puncture was performed with a brk -1 st. Jude medical. No ablation was performed so no steam pop. No biosense webster, inc. Ablation catheter was used.